Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there remote monitor was unable to establish telemetry with the implantable pulse generator (ipg). Troubleshooting on the monitor was attempted to no avail and the patient was advised to have their ipg checked by their physician. The ipg and monitor remain in use. No patient complications have been reported as a result of this event.